Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported.